Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device revealed that there was foreign material inside the sealed bag. Media attached to the parent record shows foreign material inside the pouch. No other issues were identified during the product analysis. Media review: during the analysis of the returned device, it was found foreign material inside the sealed bag, which confirms the reported allegation. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of manufacturing deficiency based on objective evidence obtained during product analysis. During the investigation, it was determined that the foreign material found inside the sealed bag most likely entered the package during the manufacturing process. E1 initial reporter phone: (B)(6).

Event description:
It was reported that device contamination occurred. A 6f guidezilla guide extension catheter was selected for use. Upon unpacking, outside the patient, presence of foreign matter in the bag was observed. There were no complications and patient was stable post procedure.

Event description:
It was reported that device contamination occurred. A 6f guidezilla guide extension catheter was selected for use. Upon unpacking, outside the patient, presence of foreign matter in the bag was observed. There were no complications and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).